Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a scratch on the lcd screen and customer stated they can not read the display. The customer's blood glucose level was 15 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with minor scratches on lcd display window. (B)(4).